Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the t.w. Power supply stopped working. The cord was changed out and the power supply still did not work. A supplement device was used to complete the procedure. The hospital did not report any patient effects. The hospital intends to return the device in question.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no sings of clinical usage or evidence of blood. The power supply cord was not returned. A pre-cautery test was performed with a reference extension cable and hemopro 1 device. The device passed the pre-cautery test; it produced steam and heat during several activations and shut off when the toggle was released. We did not identify any non-conformities. Based upon the evaluation results, the reported complaint could not be confirmed. Since this is an OEM supplied device, a lot history review is not applicable. (B)(4).